Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Zoll's review of the event concluded that there was no treatment delivered by the device during the event on (B)(6) 2015. Per the attached ECG strips, the lifevest properly detected three separate runs of ventricular tachycardia (vt). The vt was not sustained long enough for the lifevest to deploy gel and deliver a treatment. However, the lifevest electrode belt vibration motor did activate during the arrhythmia detections, which may have startled the patient. The patient was not treated. The lifevest functioned as designed. There was no product malfunction.

Event description:
In a medwatch letter (mw5057659) dated november 6, 2015, FDA informed zoll of a potential adverse event reported by a user facility. A patient in a ccu was screaming and reported that she had been shocked. Per the facility, the patient experienced an episode of torsades and was shocked by the lifevest. No gel was deployed by the lifevest during the event. The facility did not report any burns or any injury resulting from the event. During a follow-up with the healthcare facility, the facility confirmed that no one witnessed the alleged treatment. The patient was connected to telemetry, but the telemetry monitors do not constantly record. No additional information is available surrounding the event.